Event description:
A radistop compression device was used on the right radial artery. Following use, a hematoma developed requiring surgical evacuation. No add'l info was rec'd.

Manufacturer narrative:
The product was not returned; however, we do not believe the cause of the hematoma was due to a device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.